Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: intermittently this x-ray system will get a viewing subsystem (visub) error after making an exposure run of images. Then images of this run can no longer be viewed by the operator. There have been no pt injuries.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.